Event description:
The customer reported that the battery was not being charged by this device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not being charged by this device. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. Replacing the ac power module resolved the failure. This was a malfunction of the ac power module. The ac power module was replaced from the customers' stock. The device passed all performance assurance testing and remains at the customer site.